Manufacturer narrative:
Through follow-up communication livanova learnt that the customer performs the following cleaning and disinfection protocol: water quality hpc and ntm monitoring is performed each month; when the device is in use h2o2 check is performed daily; when the device is not used, it is stored full of water but h2o2 is not checked daily; h2o2 is added when the water in the tanks is changed (each 7 days); disposable pall-aquasafe filter is used; prior to initial operation and prior to storing the heater-cooler, hc surfaces are disinfected with microzid alcohol wipe; prior to storing the heater-cooler the water circuits are disinfected with clorox; 3t aerosol collection set is replaced after 7 days from its installation; the hc 3t field blue tubing set (code: 96-410-774) is replaced each year; the device is placed inside the operation theatre during use, opposite to patient and at estimated distance of 3 m from the surgery field. A DHR review has been performed confirming that there are no anomalies related to the reported issue. Taking into account that, when the device is not used, it is stored full of water but hydrogen peroxide (h2o2) check is not performed daily as prescribed by the IFU, it cannot be ruled out that this deviation from the maintenance procedure reported in the instruction for use may have contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated capas and a field action has been issued in march 2019.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was found tested positive for mycobacteria chimaera. There is no patient involvement.